Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6 and h2. The required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous reported events. A remedial review of the case found that the aware date 8jun2021 previously reported should be corrected to 02jun2021.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported a false negative result with the binaxnow¿ covid-19 antigen self test performed on (B)(6) 2021 on an unknown sample. Repeat testing was performed on (B)(6) 2021 with the binaxnow¿ covid-19 antigen self test and generated negative results. Pcr confirmation testing was performed (B)(6) 2021 on an unknown sample nasal and generated positive results (CT values not provided) . No additional patient information, including treatment and outcome, was provided.